Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had quit working . He got low battery alert, he replaced the battery then the screen just flashing , got new battery again and did the same thing. Customer was calling back with blank display after receiving new battery cap. Customer reports display was flashing. The customer¿s blood glucose level was 223 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump passed the self test and displacement test. The insulin pump was monitored for a day and no missing segments or partial display noted. (B)(4).